Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that the customer experiences high blood glucose. The customer's blood glucose was 438mg/dl; current blood glucose was 277mg/dl. The customer declined to perform the high pressure test. The customer was advised to contact their health care provider regarding high blood glucose.